Event description:
Since purchasing new esu units, almost all of the new devices have had to go in for repair for ongoing touchscreen and ligasure connector problems. They are now coming off of warranty and we want to find a solution before we need to pay for costly repairs and continued downtime on these devices. These devices should not be having this many problems being less than a year old. They have become quite unreliable. Manufacturer response for electrosurgical units, covidien electrosurgical units (per site reporter). Manufacturer aware per our biomed department